Manufacturer narrative:
Unk cause of hole in siderail.

Event description:
It was reported by service report that the head end right side rail had a hole on the back. No pt involvement or adverse consequences are reported.